Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer has been returned to the manufacturer, however analysis results were not available at the time of filing. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported the computer unexpectedly turned off. It was noted all other aspects of the system remained on. The monitors showed no input detected, the scu/psu stayed on, so the uninterruptible power supply (ups) was providing power. It was reported the system was plugged in to the wall. The site had to hard power off the system and power it back on to continue the case. After doing so, the system functioned as designed. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.